Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to moisture damage electronic assembly. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a crack by the display and battery compartment. It was reported that the insulin pump had fallen into water. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.